Event description:
The account alleged the brake casters ratchet when the brakes are activated and the stretcher is pushed to the side. No pt impact.

Manufacturer narrative:
The account replaced the brake casters and the head end hex rod and screws to resolve the issue.